Event description:
A journal article entitled:functional outcome after antegrade femoral nailing: a comparison of trochanteric fossa versus tip of greater trochanter entry point. Chloe ansari moein, md,henk-jan ten duis, md, phd, liam oey, md, phd,gerard de kort, md, wout van der meulen, md,s karin vermeulen, phdk and christiaan van der werken, md, phd.j orthop trauma 2011;25:196¿201. A retrospective clinical study on the relationship between entry point-related soft tissue damage in antegrade femoral nailing and the functional outcome in patients with a proximal third femoral shaft fracture. The study include seventeen male patients with a high femoral shaft fracture treated with an antegrade femoral nail. A male patient (B)(6) who had a unreamed femoral nail procedure had a abnormal emg with evidence of acute injury to the superior gluteal nerve after the operation followed by re-innervation but no sign of trendelenburg on physical examination. The problem that occurred for the patients (in both groups) during prolonged walking always included muscle weakness and subsequent reduced endurance in the operated leg with additional limping. The problem that occurred for the patients (in both groups) during prolonged walking always included muscle weakness and subsequent reduced endurance in the operated leg with additional limping. All patients in both groups had a hip range of motion equal to the opposite side upon physical examination. This is report number 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Event date: (B)(6) 2011. This report is for an unknown nail. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.